Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The balloon, tip, hypotube and shaft were examined. The hypotube shaft was completely separated 72cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. The tip was damaged. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 05-may-2018. It was reported that crossing difficulties were encountered. The 90% stenosed, 10x3.5mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 3.5mm x 8mm quantum¿ maverick¿ balloon catheter was advanced for dilation but was not able to cross the target lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.